Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced infection with swelling and redness in the implantable neurostimulator (ins) pocket. The hcp observed the cause of the issue to be that ¿the patient was originally a carrier.¿ the intractable pain patient was administered antibiotics and the system was removed as a result of the event. The issue remained unresolved at the time of report. No further complications were reported or anticipated.